Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was moisture present. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a visual inspection of the pump revealed the battery compartment was undamaged. There was moisture observed behind the display lens. There was no evidence of moisture contamination inside battery compartment. A battery cap was not returned; a test battery cap was able to fit securely, however, the pump was unresponsive with no vibration, no audible tones and a blank display screen. The attempt to download the pump history and black box was unsuccessful. A leak test revealed a display lens leak. The pump¿s cover was removed and moisture was observed on the power printed circuit board and other internal components. The complaint of intermittent power was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.